Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant at the pre-discharge check, the left ventricular (lv) lead threshold had increased significantly to 4.75 mv. An in-person check noted the threshold at 3.5 mv and the threshold was noted to be unstable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.